Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported the patient underwent an unrelated procedure. It is unknown if the ipg was placed in surgery mode prior to the procedure. Afterwards, the ipg was unable to communicate and was found to be inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.